Event description:
The patient called alleging that the c button was not working. The patient did not experience any symptoms at the time of testing. The patient took insulin after attempting to use the meter and contacted emergency services. Emergency services arrived and tested the patient on their meter and received a 158 mg/dl. The patient did not receive any treatment. The meter is not an out of box meter and customer service was unable to resolve the issue. This case is being reported as malfunction, since the issue with the c button was not resolved.